Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-jul-2019 from a healthcare professional (hcp) who reported that they emptied the pump reservoir and the pump was stopped. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl with concentration 4000 mcg/ml at a dose rate of 5090.5 mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that a large volume discrepancy at refill occurred on (B)(6) 2019. It was further noted that there had always been a reservoir volume discrepancy but had been pretty consistent; date(s) of volume discrepancies not specified. Multiple motor stalls had occurred and there were problems with the patient¿s pump so the physician wanted to program the pump to off state. The patient did not recently have magnetic resonance imaging performed. As per the logs, a motor stall occurred on (B)(6) 2019 with a motor stall recovery on (B)(6) 2019. Shortly after the recovery, another motor stall occurred (B)(6) 2019 with no recovery to day. It was noted that (B)(6) was the most recent pump refill and there was also a problem at the time with expected reservoir volume (erv) having been 5 to 8 cc, but the actual reservoir volume was 22 cc. The pump off code was provided to the hcp at the time of the report. At the time of the report it was reviewed that if the device is explanted, it is recommended the device be returned to the manufacturer regarding analysis. No patient symptom was reported. No further patient complications have been reported as a result of this event.